Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: jupitor fc, guide cath: destination. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 75% stenosed, de novo, concentric, mildly calcified lesion in the mildly tortuous common iliac artery. An attempt was made to remove the 6.0 x 39 mm x 80 cm omnilink elite stent delivery system from the lesion to replace a 0.014 inch guide wire with a 0.035 inch guide wire. During removal from the lesion, there was interaction between the proximal portion of the omnilink elite stent and the distal end of the non-abbott guiding catheter, causing the stent to dislodge from the catheter. A non-abbott balloon catheter was advanced into the stent implant and was able to deliver the stent to the lesion and successfully deploy the stent. There were no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual inspection was performed on the device. The reported stent dislodgment was confirmed. The reported difficulty to remove was unable to be confirmed due to the stent dislodgment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents reported for the lot. The investigation determined the reported difficulty to remove and stent dislodgment appear to be related to operational circumstances of the procedure. Based on the reported information, during retraction, the stent delivery system encountered resistance with the guiding catheter resulting in the stent dislodgment. Crimp marks were visible on the balloon between the markers suggesting the stent was originally positioned correctly and securely at the time of manufacture. There is no indication of a product quality issue with respect to manufacture, design or labeling.